Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed during device evaluation. Service determined that the customer was referring to the broken door latch. The door latch was replaced to resolve the issue. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a flogard infusion pump with a broken hook (door latch) that is used to close the door. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.